Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump, provided instructions for returning the malfunctioning pump, and advised the customer on steps to take with the new pump. There was no backup therapy available, so the customer planned to contact their healthcare provider.